Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that deflation issue occurred. The patient presented with a coronary artery disease. A 4.50 x 32mm synergy megatron drug-eluting stent was advanced and deployed. Post deployment, the stent delivery system balloon would not deflate. The stent balloon was removed and replaced; and the procedure was completed. There were no patient complications.